Manufacturer narrative:
H3: analysis summary: upon testing the generator, the cut and/or coag output issues were not confirmed. It was found that unit passed all initial testing/not able duplicate issue at lab, rem was cracked/broken and marking was faded. H6: codes b01, c19 & d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 & d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that a portion of the generator failed as cuts 1, 2, 3, and 5 were not within range. Another generator was used, and it was able to get cuts 1-5 to pass. There was no patient involved.